Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during priming, insulin was not seen coming out. Insulin was noted pooling where the tubing connected to the hub, and it was not exiting through the needle. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to MFR: 6-apr-2026. H3 and h6 codes: updated. One sample was returned for evaluation. A review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection showed no physical damage or other anomalies. Functional testing was conducted: flow was observed during the occlusion test, and no leaks were detected in the tubing during the leak test. The reported complaint could not be confirmed, and no root cause was identified.